Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 3 additional sensors were reported (serial numbers unknown) have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: customer reported issues with 4 adc freestyle libre sensors. One of the sensor fell off prematurely and he experienced adverse skin reaction while wearing 3 other sensors. The customer experienced symptoms described as ¿bright red, blistered, raised lesions on the skin, and acid-like a burn on the skin¿. There is no report of third-party medical intervention and no further information was provided. There was no report of death or permanent impairment associated with this event.